Event description:
This file was found to be a duplicate of file case: 2021-18913. The investigation of the event will be performed under 2021-18913. This file will be closed. It was reported via the implant patient registry that this patient with a 29mm 3000tfx valve, implanted approximately for 14 years, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 9600tfx 29mm.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 based on the additional information obtained, this file was identified as a duplicate of 2021-18913 and this correction is being submitted.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this patient with a 29mm 3000tfx valve, implanted approximately for 14 years, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 9600tfx 29mm. No additional information has been provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.